Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported resistance when removing the lock line. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported resistance when removing the lock line appears to be related to procedural conditions (two threads wrapped tighter than usual). However, a cause for the threads being wrapped tighter than usual could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the patient, and successfully placed. After the first established final arm angle (efaa) testing, the lock lever cap and the o-ring were removed and it was identified that the two threads were wrapped tighter than usual. Troubleshooting was preformed, and the threads were untangled using tweezers and forceps. After the lock lever line was removed, the clip was successfully deployed and the procedure was discontinued. The final mr was grade 1. There was no adverse patient effects or clinically significant delays reported.